Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10 (concomitant medical products). H3 (device evaluated by MFR), h4 (device manufacture date), h6: part: 03.010.523-us. Lot: l788102. Manufacturing site: bettlach. Release to warehouse date: 24. April 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part#: 03.010.523, lot#: l788102) was returned and received at the us cq. Upon visual inspection, the threaded tip of the driving cap is broken off. The broken off distal threaded tip of the device was received lodged within another device, a radiolucent insertion handle frn (p/n: 03.033.001, lot #: l750731). The instrument displayed scratches from normal and repeated use. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Device failure/ defect identifies? Yes. Dimensional inspection: the outer threaded diameter of the shaft was measured to be 7.78 mm. This is within specification of 7.7 mm to 7.9 mm based on drawing. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The 03.010.523 driving cap is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance it is used in conjunction with an radiolucent insertion handle frnr and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The radiolucent insertion handle frn/driving cap assembly are attached to the nail which is inserted into the patient. A note in the technique guide states, "insertion can be aided by light hammer blows on the driving cap." Mre review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the driving cap/threaded (p/n: 03.010.523, lot#: l788102) as the device was broken. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Relevant actions have been taken to address the issue. Further investigation will not be conducted in this complaint as it will be addressed. A sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during intramedullary (im) nails femur of the patient while the surgeon was inserting femoral recon nail (frn), the driving cap/threaded broke off in the insertion handle. Another insertion handle was used to complete the procedure without incident. There was no fragments left in patient. There was no surgical delay. Procedure was successfully completed. No injury to patient. Concomitant device reported: insertion handle (part #: 03.033.001, lot #: l700501, quantity #: 1), unk-nails: femoral (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 1 report as october 10, 2019 but should have been october 25, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.